Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the fiber face was consistent with a fracture indicating that the tip or portion of the tip detached. Examination under magnification on the fiber face within the sma connector also revealed that there was a debris and only a small amount of light was coming through. As a result, no aiming beam was visible and effective transmission was not measured. There was no damage along the body of the fiber. The condition of the returned device would cause to have no energy output and no aiming beam thereby confirming the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01893 and 3005099803-2017-01895 for the associated device information. It was reported boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fiber were used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the aiming beam of the first laser fiber disappeared (captured by this report). A second flexiva 200 laser fiber was used and the same issue occurred (captured by manufacturer report 3005099803-2017-01895). The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the tip had detached and there was debris on the fiber face within the sma connector.